Event description:
It was reported that the set screw dislodged from locking mechanism on the universal impactor handle during tibial component implantation and fell in to the joint. The small screw was located and removed before closure. There was a brief delay and no injury or harm. 1080-212 itotal identity impactor handle.

Manufacturer narrative:
Initial complaint was issued sept 13, 2022 a impactor handle, ed-07827. The serial was 0511662. This is a black rubberized model of handle. The complaint reports an impactor handle, ed-07827, which had a shoulder screws that dislodged during tibial impaction. The screw fell into a joint but was removed before closure. There was brief delay in surgery, but no reported harm or injury.